Event description:
It is reported that the patient was revised due to fracture of the articular surface.

Manufacturer narrative:
Radiographs were not provided, therefore; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the available information, a definitive root cause cannot be ascertained at this time. Device history records were reviewed and found to be conforming. Dimensional analysis could not be performed dur to the condition of the device. Visual examination confirms the stabilizing post has fractured off. The post appears to be worn only on one side. However, it is unknown if the wear occurred prior to or after the post fractured. The articular surface is worn on the posterior edge of one of the condyles, suggesting improper alignment. However, this cannot be confirmed without radiographs. The same condyle also displays a deep impact mark in the center of the condyle, suggestive of a traumatic force. It cannot be confirmed if this impaction occurred prior to or during the removal of the articular surface. The condyles contain minor pitting and scratches that translate in the anterior/posterior direction, suggesting debris was in the joint. The underside of the articular surface displays backside wear.